Event description:
During the pta / stenting treatment procedure, the express biliary sm stent dislodged from the delivery catheter. The delivery catheter was advanced past the renal artery lesion without difficulty. While backing the catheter into position, the stent came in to contact with plaque and prematurely dislodged. The stent was recaptured on the delivery catheter balloon and deployed distal to the target lesion. No patient complications were reported.